Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 400 units. Reportedly, the customer filled cartridges and stored them in the fridge prior to loading it onto the pump. The customer's blood glucose level was 187 mg/dl and it was addressed with a bolus. The customer loaded a new cartridge successfully and resumed insulin delivery.